Event description:
It was reported that the customer went to the emergency room with a blood glucose of 39 mg/dl. The customer was treated with intravenous fluids of saline. Customer was released later the same day with the issue resolved and no permanent damage. The customer alleged that the pump delivered boluses that the customer did not request; however a review of the pumps history showed the bolus was delivered by the customer.